Event description:
It was reported that on (B)(6) 2012, the patient was treated with a 3.0x8 mm rx xience prime stent in the mid left anterior descending artery. On (B)(6) 2014, the patient came back with in-stent restenosis. A 90% stenosis had developed in the proximal xience prime stent. The patient had been treated with an implantable cardioverter-defibrillator (ICD). Before the treatment, several arrhythmias were noted and the patient had 3 cardiac defibrillator shocks the night before and was ischemic. During the percutaneous coronary intervention, the implanted ICD started working and the patient was shocked again. It is unknown if the xience stent implant may have been the cause of the arrhythmia causing the ICD activity. The stenosis was finally treated by placing a 3.5x9 mm non-abbott stent and the stenosis post procedure was 30%. Reportedly, medications were given due to the xience prime stent. The patient is fine and remains in the hospital but not because of the intervention. The patient remains in the hospital due to kidney problems and renal degeneration. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of arrhythmia, ischemia and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.